Event description:
While performing fluoroscopic eval for upper gi series on the philips easydiagnost eleva unit, the exposure button on the handle on the tower became stuck thereby obtaining several undesired spot films and exposing the pt to unnecessary radiation. By disengaging the carriage of the tower, I was able to stop the undesired series of exposures.